Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the patient was treated with oral steroid due to fluctuating impedances. Additional information has been requested but has not been made available as of the date of this report.